Event description:
It was reported that faradrive steerable sheath was selected for atrial fibrillation ablation. It has been mentioned that a crack was observed on the proximal side of the three-way stopcock and air entered the sheath during aspiration for blood return at the end of the procedure. The procedure was completed using original device. No patient complications occurred.